Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find activity related to the reported load issue. The pump powered up with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was completed without incidences. The pump delivery accuracy was within specifications. The reported load step issue was not verified in the black box or duplicated in the investigation. The force sensor calibration reading was found to be below specifications. Pump casing was opened and the force sensor resistance was found to be within specifications. No evidence of contamination found in the force sensor assembly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a hypoglycemic event due to an issue with the load step. On an unspecified date, the patient¿s blood glucose reportedly was between 70 and 40 mg/dl with symptom of blurred vision, severe dizziness and/or severe headache. No treatment above and beyond the usual routine of diabetes care and management was reported and the patient had discontinued pump therapy without any recent adjustment to the pump settings. Customer technical support reviewed the event with the reporter. Reportedly, the pump was priming the tubing during the load step starting about two months ago. It was reported that there the pump did not alarm for no cartridge detected before priming the tubing. The reported load step issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged load step malfunction.